Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 5. The baxter technical services representative advised the cg to either start over with new supplies or use manual supplies to complete therapy, and to call the nurse regarding the event. Baxter product surveillance (bps) contacted the cg on (B)(6) 2011. She stated that there was nothing unusual about the supplies. The hp had finished therapy with manual supplies. Otherwise, therapy has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(6) 2011. She stated that she was not aware of the alarm, but that she had recently seen the hp and that he was doing well and continuing therapy. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. The sample was returned to baxter and underwent a visual examination as well as a performance test. No abnormalities were noted during testing.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under n11-0076.